Event description:
The physician implanted two devices in 2008. In 2009, the physician noted bumps on the pt's forehead in the area of implantation during a follow up visit. The pt also indicated she was having pains. The devices were removed the following month, and submitted to pathology. The reported diagnosis was "abundant polarizable foreign material with foreign body giant cell reaction".

Manufacturer narrative:
The batch record for this lot has been reviewed, which discovered no unusual manufacturing events. There is a very low occurrence of reaction to this device. If additional info becomes available, it will be submitted in a supplemental report.